Event description:
Medtronic received information that this patient presented with high gradients. No symptoms were reported. The surgeon elected to explant and replace the valve, which was performed without reported complication. Upon explant, the surgeon noted thrombus and pannus formation on the valve. The device was returned for evaluation.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the product was received in a clear solution, 0.2% glutaraldehyde, in an explant kit. A section of the sewing ring appears to have been removed during explant, exposing part of the stent. The tissue and exposed stent adjacent to the right cusp on the inflow appears to have been cut and/or torn during retrieval. The non-coronary and left cusps are stiff due to a tan thrombotic appearing host material on the outflow. The right cusp is slightly stiff but flexible due to moderate thrombotic appearing host material. Thick pannus extends over the tissue and base stitching of the non-coronary and left cusps and 1 to 3.5mm onto the two cusps reducing the inflow orifice area. Remnants of pannus remain attached to the existing sewing ring on the outflow onto the non-coronary left stent post and outflow rail adjacent to the right cusp. Radiography shows no evidence of mineralization in the valve. Conclusion: reduced performance of the device attributed to thrombus and pannus formation on the valve, a condition attributed to the patient. The device was explanted and replaced without reported adverse patient effects.